Manufacturer narrative:
Bio engineer stated that patient was being treated for a neck injection. While patient was on table the tech engaged the foot pedal to move the table into a tilt position. When the button was released on the foot pedal the top continued to move in a tilt position. They were able to remove the patient from the table safely and rescheduled the procedure. The foot pedal was returned to oakworks and evaluated. The foot pedal had significant damage to the tilt button itself. Facility is using a new foot pedal and the table was returned to full use.

Event description:
Patient was being treated for a neck injection. While patient was on the table the tech engaged the foot pedal to move the top into a tilt position, when they released the button on the foot pedal the top continued to move in a tilt position. They were able to remove the patient from the table safely and rescheduled the procedure. No patient harm or adverse event occurred.